Event description:
It was reported that the patient presented in the clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed. The patient did not receive therapy. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.